Event description:
It was reported that the deivce was "non-function" and the lead impedance on atrial and right ventricular leads was greater than 999 ohms with no output. The leads were checked and performed normally. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed ddd 60 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6) 2009 which is before the explant date of (B)(6) 2009. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.